Event description:
It was reported that the elevator channel of the duodenovideoscope was not working. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with the device. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a tear in the biopsy channel, causing a leak. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.